Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that post/use an endoscopic vein harvesting procedure, during clean up the hemopro2 adaptor and hemopro2 extension cable were stuck together and could not be separated.

Manufacturer narrative:
(B)(4). Updated investigation: the device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. The adaptor was returned connected to the cord. A visual inspection was conducted. No defects were observed. A mechanical evaluation was conducted. The adaptor was removed from the connection to the cord with no issues. A reference cord was used to connect the adaptor to evaluate for connector function. There were no issues with connection or disconnection. The cable was able to provide a secure connection that connected and disconnected without incident to both the returned cord, as well as the reference cord. Based upon the evaluation results, the reported complaint was not able to be confirmed.

Event description:
The hospital reported that post/use an endoscopic vein harvesting procedure, during clean up the hemopro2 adaptor and hemopro2 extension cable were stuck together and could not be separated.

Manufacturer narrative:
(B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. The device showed signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. A mechanical evaluation was conducted. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. Based upon the evaluation results, the reported complaint was not able to be confirmed.

Event description:
The hospital reported that post/use an endoscopic vein harvesting procedure, during clean up the hemopro2 adaptor and hemopro2 extension cable were stuck together and could not be separated.